Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that full high drawer number six would not open. A field service engineer conducted an inspection of the machine and identified a defective left slide rail, which was subsequently replaced. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system sixth drawer is stuck and will not open. The narcotics are located within that drawer, and as a result, the nurse was unable to retrieve the medication in a timely manner. No information has been disclosed owing to a reported malfunction. There were no adverse events or injuries reported based on this event.